Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege patient suffered injuries, including extreme pain and elevated metal ion debris and the likely need for a revision surgery, and other injuries presently unknown. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege patient suffered injuries, including extreme pain and elevated metal ion debris and the likely need for a revision surgery, and other injuries presently unknown.